Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer1185 showed two other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported the catheter PICC was used. It was observed that the guide wire moved in the attempt to insert the catheter, observed that the catheter wrinkles when inserted and when the guide wire is removed, it pierces the catheter, causing risk of venous perforation and medication infiltration. In this child, the fact occurred 03 times, causing the removal of the perforated part every time, reducing the catheter to be inserted by 03 cm.

Event description:
It was reported the catheter PICC was used. It was observed that the guide wire moved in the attempt to insert the catheter, observed that the catheter wrinkles when inserted and when the guide wire is removed, it pierces the catheter, causing risk of venous perforation and medication infiltration. In this child, the fact occurred 03 times, causing the removal of the perforated part every time, reducing the catheter to be inserted by 03 cm. Additional information: the customer reported that the situation below happened due to a clinical condition of the patient and not due to a malfunction of the material. On (B)(6) 2022, customer reports that patient's clinical conditions have leaded to the issue: newborn with intestinal obstruction after surgery with caliber vases with catheter progression difficult as much hard for the PICC as for the avc.